Manufacturer narrative:
Analysis of the returned hand switch confirmed an electrical failure as it functioned intermittently during testing. Depressing 3d acquisition button did not consistently initiate exposure.

Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection. The cable did not pass bench level testing. Continuity test passed. The 100t test passed. The gbit test did not pass and showed opens between lines 1 and 2. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned detector panel found that the reported event was related to an intermittent error issue. The panel was installed cp2 in a test imaging system and the system readied most times while under test and 2d and 3d imaging were successful. After several days under test, the generator did not ready at startup and error codes 34 and 64 were displayed on the cp2. The reported event was confirmed.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site. System boots in stand alone mode intermittently. Mobile view station (mvs) interface cable (umbilical) was replaced because the connection to mvs to pleora was broken. The replaced umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system was unable to transfer the final scan of the procedure to the navigation system. It was reported that two previous scan transferred normally, and that scans transfer to the navigation system from pacs normally. The imaging system was reportedly having these connectivity issues with two different navigation systems on-site. The procedure was completed successfully without the final image after no delay. The patient was not impacted.